Manufacturer narrative:
Follow-up #1 date of submission 09/05/2013, device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the cartridge was returned to animas. A visual inspection of the cartridge was performed with no damage or defects were noted. A leak test was performed with no failures. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a site/set/cart (o-ring leak) issue. The reporter stated that the o-ring appeared to be allowing air to enter the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The cartridge has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.